Event description:
It was reported that during an arthroscopy, the t1 implant of the fast fix 360 was slipped and not attached to the suture. It is unknown if there was a back up device available and no surgical delay was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4) .

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.